Manufacturer narrative:
This event was a confirmed overfill, not attributed device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is isolated to an overfill. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: fill reservoir: approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated they had a patient cooling on the arctic sun device. They recently received an alarm 113 (reduced water temp control). Nurse provided sn #(B)(6). Confirmed with nurse targeted temperature (tt) was 33.2c, patient temperature (pt) was 33c, water temperature (wt) was 24.1c, and water flow rate (wfr) was 1.2 l/min. Nurse had not noticed the water flow rate (wfr) drop, they believed it had stayed above 1 l/min. Diagnostics, outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 7.6c, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 35 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 47 percentage, water reservoir level (wrl) was 5, system hours were 181, and pump hours were 156. Nurse was not sure if any water had been added to the reservoir during therapy. Walked nurse through draining off 500 ml of water, water temperature began increasing immediately to 25.7c. After minute water temperature (wt) up to 27.3c. Discussed overfill, suggested nurse to keep an eye on water temperature and make sure patient temperature increases or did not continue to drop. Informed nurse to also call back if the device alarms again. Second call received on 15nov2024, neonatal intensive care unit (nicu) nurse getting non-recoverable alarm 64 (control processor). Had them turn device off/on and resume current patient. Advised if alarm persists device will need to be sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated they had a patient cooling on the arctic sun device. They recently received an alarm 113 (reduced water temp control). Nurse provided sn #(B)(6). Confirmed with nurse targeted temperature (tt) was 33.2c, patient temperature (pt) was 33c, water temperature (wt) was 24.1c, and water flow rate (wfr) was 1.2 l/min. Nurse had not noticed the water flow rate (wfr) drop, they believed it had stayed above 1 l/min. Diagnostics, outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 7.6c, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 35 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 47 percentage, water reservoir level (wrl) was 5, system hours were 181, and pump hours were 156. Nurse was not sure if any water had been added to the reservoir during therapy. Walked nurse through draining off 500 ml of water, water temperature began increasing immediately to 25.7c. After minute water temperature (wt) up to 27.3c. Discussed overfill, suggested nurse to keep an eye on water temperature and make sure patient temperature increases or did not continue to drop. Informed nurse to also call back if the device alarms again. Second call received on 15nov2024, neonatal intensive care unit (nicu) nurse getting non-recoverable alarm 64 (control processor. Had them turn device off/on and resume current patient. Advised if alarm persists device will need to be sent to biomed.